Event description:
It was reported that during laparoscopic promontofixation, it was found during the disarming of the trocar, the crack of the ring of the trocar liner. An identical reference and lot device was used as a replacement. This incident had no clinical consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 1/27/2026. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the (B)(6) device was returned with the universal seal component disassembled and was observed to be not properly welded. In addition, the universal seal was returned inside a plastic bag. A manufacturing record evaluation was performed for the finished device lot 665d58 number, and no non-conformances were identified. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident.